Event description:
It was reported that the pump displayed a no disposable clamp tubing (ndct) alarm. Also, the remaining volume displayed was 23.3 ml, although the bag was empty. There was patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H4:d4 corrected. D7a, h6: updated. The suspected device was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.